Manufacturer narrative:
(B)(4).

Event description:
This device was found in backup mode at a followup. The device was reinitialized and remains actively implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned follow-up data from (B)(6) 2017 at 08:34 o clock have been analyzed. The data showed the battery status bos and four charging cycles were documented. The analysis did not show any anomalies. Based on the information available for analysis, it is not possible to draw any conclusion regarding the activation of the safety backup mode mentioned in the complaint description. For further insights regarding the reported event, a ram dump of the ICD before re-initialization would be necessary. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned follow-up data revealed no indication of a device malfunction.